Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. The customer was asked to repeat testing using peg as the potentiator with the affected lot of panoscreen ii and a different lot of panoscreen ii. Positive (1+) results were obtained. An antibody identification panel was also performed using peg and anti-e was identified. Reviewed with customer that peg tends to have a greater sensitivity than immuadd as a potentiator and will result in reactions that are more comparable to reactions in solid phase testing. The product is performing as expected.

Event description:
A customer reported obtaining unexpected (B)(6) with panoscreen ii, lot #04464, exp. 30mar2012, when testing a patient sample containing anti-e.